Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet system and had been changing the cgm target nightly based on incorrect information; the user referenced neurological issues after partial brain loss, and the issue was addressed through troubleshooting and education that advised against changing cgm targets without clinician guidance, with additional training scheduled. Symptoms included episodes of low and high glucose. Outcomes included transient impact requiring self-management with oral glucose and education without hospitalization. Investigation included review of available data and user reports, real-time troubleshooting, and provision of training resources. Investigation of this case revealed user-driven setting changes contributing to hyperglycemia and hypoglycemia with no device malfunction identified. It was concluded that the event was related to use error and misunderstanding of cgm target settings, and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.